Event description:
It was reported that during a cardiac ablation procedure, after cavotricuspid isthmus (cti) was performed patient experienced st-elevation in their inferior leads with atrioventricular block that progressed to cardiac arrest, confirmed vua electrocardiogram (ECG). Considering the possibility of pulsed field ablation or drug-induced coronary spasm, a coronary angiography was performed, which revealed 90% stenosis in segment 2 of the right coronary artery. Coronary injection of isosorbide nitrate was administered. The coronary spasm subsided and the ECG improved. There was spasm-like stenosis in the left anterior descending artery as well, which similarly improved with coronary vasodilators. The case was completed with pulsed field ablation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that after the administration of the vasodilator medication, the symptoms of the spasm improved promptly. The spasm then resolved.